Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. The device was returned to an olympus repair facility and inspection and testing were performed. The reported e216 error was reproduced, caused by a twisted camera cable. When the twisted cable was slightly shaken, a poor external connection resulted, which caused the e216 error. In addition, a small scratch on the camera head was discovered. An e216 error is the error that occurs when communication with a camera head fails. We presume that poor communication occurred due to cable failure. The definitive root cause of the cable failure could not be determined. This issue is addressed in the instructions for use (IFU): about cable breakage, we confirmed the contents of the instruction manual about shipping products and found the description below. We judge that the phenomenon can be prevented by the description. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
A customer reported that error code e216 (endoscope communication error) displayed on the monitor while preparing the hd 3cmos autoclavable camera head for use in a laparascopic cholycystectomy. The procedure was completed using the same device. There were no reports of patient harm. A medwatch report has been submitted for the same reportable malfunction that occurred with the subject device on the same date. This medical device report is for the second event. A medwatch report, patient identifier (B)(6), reports on the first event.